Manufacturer narrative:
Date sent: 03/25/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device was feeding multiple clips and the clips were scissoring. Some of the clips fell into the pt and were retrieved. Another instrument was used to complete the procedure with no pt consequence.